Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01854, 3005168196-2017-01855. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the right lumbar artery using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician noticed that a pc400 had unintentionally detached within the packaging hoop when taking it out for the procedure. The damage to the pc400 occurred prior to use and therefore, it was not used in the procedure. The physician then advanced a new pc400 through the px slim delivery microcatheter (px slim), however the physician was unable to detach the pc400 using the handle, despite attempting to detach it multiple times. The physician therefore manually detached the pc400. The procedure was then completed using additional coils. There was no report of an adverse effect to the patient.